Manufacturer narrative:
Zoll has not received the quattro catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported leakage of saline into the injection channel. There is a suspected leak of the quattro catheter (lot 198225), causing leakage of saline into the patient's blood. The 500 ml saline bag was empty. The catheter was removed and not replaced. The issue was noticed during the first hours of therapy. No consequence to the patient.